Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A f/u report will be sent when product eval has been completed. Review of photographs of the actual device from the reported event shows the lead coating (insulation material), was damaged. The image depicts outer insulation material that has fractured or peeled from the conductor wires, the damage was located proximal to the first electrode contacts near the distal tip.

Event description:
It was reported that insulation damage was detached by the surgeon during lead placement. Degradation of the outer insulation material had been noted prior to connection of the lead to the extension product. The lead was replaced during the case with no injury or pt symptoms attributed to the event. Subsequently the pt was implanted with a pulse generator (date unk) and has received adequate stimulation therapy control.